Event description:
It was reported that during the pre-use check, the customer noticed the product was unable to be inflated. No patient injury. No additional information is available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. During visual inspection, it was noticed that the package was open and the cushion of the product was deflated. During functional testing, the reported complaint was duplicated. During functional testing, when attempting to inject the air to the product, the cushion did not inflate; a tear was found on the mask. Root cause was found to be a supplier issue. Pictures of the reported product were sent to the supplier for further investigation. Additional information: d4 (UDI)and g5 are unknown.